Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2020. Investigation summary : six open 31g x 5mm pen needle samples and one empty cover along with six photos were returned from lot. No. 0140202, cat. No. 320129. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on one sample. A functionality test was carried out on the remaining five samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that pen ndl 31ga 5mm 14bag 700cas jp would not attach to the pen. The following information was provided by the initial reporter: the user reported that he/she could not attach the pen needle to the pen (insulin).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 31ga 5mm 14bag 700cas jp would not attach to the pen. The following information was provided by the initial reporter: the user reported that he/she could not attach the pen needle to the pen (insulin).